Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: jul 22, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens was received covered in viscoelastic residue. The lens was cleaned and observed to have haptic damage as well as a tear in the optic body. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received from complaint reporter. Section e1: reporter name and address last name: (B)(6). Section e1: initial reporter telephone number: unknown/information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight: asku - asked but unavailable. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter last name: unknown/information not provided. Email address: unknown/information not provided. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was twisted while implanting it into the patient's operative eye. The iol was halfway inserted and removed during the same surgery. The surgeon completed the procedure using a back-up iol of the same model number. There was no delay in treatment or other interventions reported. The patient outcome was good. No further information was provided.